Event description:
It was reported that the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains and the patient is being clinically managed by the health care provider.

Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019 due to suspected device malfunction. The patient was reimplanted with a new device during the same surgery. This report is submitted on february 18, 2019.

Manufacturer narrative:
This report is submitted on may 2, 2019.